Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. The iol and some medical fabrics were received loose in a plastic bag. The lens was returned in five pieces. Solution is dried on the iol. The optic is split in two, fractured and scratched. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in h.6. (FDA patient code should be (B)(6). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced discomfort with the way of seeing, the lens was explanted in a secondary procedure approximately six weeks after initial implantation with monofocal iol. After replacement, the discomfort with the way of seeing has been resolved. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).